Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual and magnification inspection identified insufficient weld to patient connector. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Functional testing performed included leak testing, clear passage test, clamp function test and device-device interaction testing with a leak between patient connector and tubing noted. The reported condition was verified. The cause was determined to be insufficient bond during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the patient line when the patient line connector disconnected from the tubing during peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the event. The technical services representative assisted the patient in ending therapy. There was no patient injury or medical intervention reported. No additional information is available.